Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a red alert had been generated for this system due to an out of range shocking impedance measurement. Additionally, episodes of noise were observed with some due to atrial fibrillation (af) and some due to muscle noise. A boston scientific technical services consultant discussed troubleshooting and potential reasons for the clinical observations. Defibrillation therapy was programmed off. Two weeks later, a revision procedure was performed. A tug test was performed which confirmed the lead had been secured in the device header at the original implant procedure. The port was cleaned and the lead was re-inserted. A boston scientific sales representative observed the physician during lead insertion and stated that it looked as if the lead moved out a bit during tightening of the setscrew. It was suggested that the technician hold the wrench while the physician inserted the lead and then the technician tightened the setscrew again. Testing was performed which produced stable results. No additional adverse patient effects were reported.